Manufacturer narrative:
This is 2 of 2 reports. The subject device is not available.

Event description:
It was reported that during the balloon angioplasty procedure, the balloon slowly leaked. There were no clinical consequences reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during the balloon angioplasty procedure, the balloon slowly leaked. There were no clinical consequences reported.